Event description:
The catheter was inserted on (B) (6) 2009 in the left arm without any difficulties. On (B) (6) 2009, the catheter was found broken and blood was leaking from the catheter.

Manufacturer narrative:
The device has been received and is currently being investigated. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).